Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-apr-20. The patient mentioned that the pump quit working and had to be replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The pump was replaced, and the hcp did not have the pump in their possession.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 60 mg/ml morphine at a dose of 43.032 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain of the trunk/limbs. It was reported that a motor stall occurred and the patient did not recently have an MRI. The first motor stall occurred on (B)(6) 2016 and recovered on the same day, the next motor stall occurred (B)(6) 2016 at 11:10 and recovered the same day, and another motor stall occurred on (B)(6) 2016 at 7:01. The last motor did not recover and the message ¿stopped pump may exceed tube set¿ occurred on (B)(6) 2016 at 7:01. The patient worked in a metal shop where magnets were used; the magnets are of various sizes, both small and large industrial magnets are used. The motor had been stalled for over 48 hours and the patient had not been at work that entire time. The patient had the reported symptoms of increased pain and withdrawal. The patient was given supplementary oral medications. The patient stated the pump alarmed three times on (B)(6) 2016, but didn¿t notice any pattern to the alarm. On 2016-10-01, additional information was received from a consumer. The pump failed and they are managing the patient with oral medications. The morphine was pro re nata (prn) and the patient was hard of hearing, so when the hospital asked the patient if they wanted the medications, they could not hear them. The patient was not getting the morphine routinely, so they had experienced three episodes of withdrawal since the motor stall. The pump replacement was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.